Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance medtronic¿s paramount mini and visi pro balloon expandable stent systems. Survey results received for an interventional cardiologist with 20 years¿ experience who was been using the visi pro stent since 2018. The respondent utilized the visi pro stent system in 10 procedures to treat occlusions, lesions at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta), carrying out 5 of these procedures within the last 12 months. 5 procedures were carried out using the visi pro stent system to treat lesions believed to be at high risk of stenosis following pta in the common iliac arteries, with all of these being undertaken in last 12 months. 7 procedures were carried out using the visi pro stent system to treat lesions believed to be at high risk of stenosis following pta in the external iliac arteries, with 6 of these being undertaken in last 12 months. 4 procedures were carried out using the visi pro stent system to treat lesions believed to be at high risk of stenosis following pta in the subclavian arteries, with 1 of these being undertaken in last 12 months. 12 procedures were carried out using the visi pro stent system to treat lesions believed to be at high risk of stenosis following pta in the renal arteries, with 10 of these being undertaken in last 12 months. For palliative treatment of malignant neoplasms in the biliary tree, the physician has performed 2 procedures using the visi pro stent system, with none of these being carried out within the last 12 months. The respondent reports a complication of dissection or intimal flap associated specifically with pta or stent placement for occlusive or stenotic disease. This event was deemed to be device related and considered to be somewhat concerning.